Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the right ventricular (rv) lead showed good sensing measurements via the analyzer, but after connection of the device, no sensing was detectable anymore. The ipg was disconnected again, measurements via analyzer were verified all good again, device was connected again, no sensing again. The ipg was removed, and a different ipg was connected and all measurements were ok. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.